Manufacturer narrative:
On august 28, 2023, mentor was notified that the patient explantation surgery was updated to november 02, 2023. Date of explantation: november 02, 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2023, the mentor analysis lab received the suspect medical device for evaluation. On november 21, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 215cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient noted a fold in the right breast implant. Subsequently, she experienced right breast pain/discomfort, right breast bumps, breast lymphadenopathies, breast implant illness, hot flashes, headaches, fatigue, insomnia, and irritability. Afterwards, she was diagnosed with a ruptured right breast implant accompanied by abnormal breast lymph nodes using mammogram, ultrasound, and magnetic resonance imaging. Additionally, she had a hemangiopericytoma that was surgically removed and radiated in 2022. As a result, the patient is scheduled for bilateral removal without replacements on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-08459 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).